Event description:
It was reported that during a lap appendectomy procedure, two devices fired malformed staples causing bleeding at the staple line. An el5ml was opened and the procedure was completed with no pt consequence.

Manufacturer narrative:
(B)(4): evaluation summary - device a was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lockout damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.